Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 1500 mcg/ml at 199.8 mcg/day via an implanted pump for non-malignant pain. It was reported the rep got a call from a hospital operating room (or) stating the patient was having a lumbar laminectomy and the doctor cut the catheter. The catheter was being tied off and the doctor wanted the rep to assist with programming the pump to minimum rate mode. No rep had no further history. The rep was on his way to the hospital. Patient symptoms were not reported. The event date was (B)(6) 2019. Additional information from the rep indicated the hcp pulled the catheter that was intrathecal and plugged it so there would not be a cerebral spinal fluid (csf) leak and tied off the catheter that was connected to the pump. They planned to program the pump to minimum rate mode. It was noted the max daily dose was 447.9 mcg/day with the personal therapy manager (ptm) doses included. Additional information was received from an hcp via the rep on (B)(6) 2019 indicated the pump segment was still implanted. The portion of the catheter that was cut was discarded and would not be returned. The patient¿s weight at the time of the event was 84.2 kilograms. No further complications were reported/anticipated or expected.